Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) patient underwent magnetic resonance imaging (MRI). Following the MRI, the s-ICD displayed an error indicative of possible early battery depletion. Technical services review of the device data showed that the s-ICD had been previously programmed to MRI protection mode in (B)(6) 2025. There was an additional magnet interaction in (B)(6) 2025 that lasted 3.5 hours. It was unknown if this was due to MRI; however, ts determined this magnet interaction to be the cause of the unintended error. The s-ICD battery status was normal, and it was recommended to bring the patient into the clinic to reset the beeper status. The s-ICD remains in service and no adverse patient effects were reported.